Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of motor position encoder error. The customer stated that the pump was exposed to magnetic field. The customer's blood glucose reading was unknown. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump received with normal operating currents and passed the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarms, unexpected excessive no delivery alarms, no motor position encoder error alarm or displacement anomalies noted. The motor was tested outside the device and passed. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.